Event description:
It was reported that during testing, the dermatome has a faulty piston for securing the razor, causing it not to fit properly. Additionally, the dermatome overheats significantly. No patient involvement or impact. No harm or delay occurred. At evaluation it was noted device had inconsistent speed. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: slovenia. Review of the most recent repair record determined the motor speed was unstable and the reciprocation arm was worn. The motor and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.